Manufacturer narrative:
(B)(4). The carefusion failure analysis technician wil evaluate the alleged failed part if it is returned to the manufacturer. This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA.

Event description:
The customer reported that the ventilator gave vent inop, motor fault, xdcr fault. No pt involvement.